Event description:
It was reported that a revision surgery was performed due to pseudoarthrosis and to remove and replace two loose virage screws. The loose screws were removed and replaced and more graft material was added. This is report two of two for this event.

Manufacturer narrative:
D4: the UDI number is unknown because the part and lot numbers are not available. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore, the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2025-00019.

Manufacturer narrative:
Additional information in h6: component, investigation type, findings, and conclusions. Inspection the device was not returned and no photos were provided, so an evaluation is unable to be performed. DHR review the lot number was not reported and the device was not returned, therefore a DHR review is unable to be performed. Potential root cause a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to unknown patient or surgical factors. Device usage this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported that a revision surgery was performed due to pseudoarthrosis and to remove and replace two loose virage screws. The loose screws were removed and replaced and more graft material was added. This is report two of two for this event.